Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had no volume; however, it was not specified if it was volume delivered or measured. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27aug2018. (B)(6) 2018. The manufacturer's field service engineer (fse) performed troubleshooting onsite twice and was unable to confirm the reported issue. The customer reportedly was using re-usable heated bacteria filters that were contaminated by residue left by the cleaning process. The customer was provided with single use filters and the issue was resolved. The unit was returned to service.